Event description:
It was reported to resmed that a patient using an airfit f20 mask experienced difficulty breathing, feeling of suffocation and gasping for air allegedly due to the mask¿s elbow and vent design. The patient stated that her oxygen saturation levels dropped from 98% to 90% within one minute of mask use. It was reported that the anti-asphyxiation valve (aav) located on the elbow appeared to be stuck, preventing adequate exhalation and air exchange. The patient reported central sleep apnea events, a pounding heartbeat and headaches. The patient did not seek medical attention or treatment and has discontinued use of the mask.

Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).